Event description:
Complainant alleged that while performing a sync cardioversion on a male pt the device charged to 50 joules, the user pressed the "shock" button for approx six seconds and the device failed to discharge. Complainant indicated that the device then went out of sync mode and discharged on I's own. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.